Event description:
Boston scientific crm received information that this right ventricular lead dislodged, resulting in non-capture. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted cuts in the insulation near the suture sleeve location and dried body fluid throughout the lead lumen. The lead passed conductor resistance and high potential testing, confirming the conductor coil was uncompromised and electrically continuous. Insulation pressure testing was not performed due to the noted cuts. Analysis could not confirm or refute the allegation of dislodgement, however noted the lead to be electrically within specifications.